Event description:
Suspected allergic reaction to the glue injected to seal aneurysm, stridor breathing noted and patient became unresponsive, echo confirmed cardiac standstill. Manufacturer response for trufill liquid embolic system, trufill liquid embolic system (per site reporter): manufacturer rep was present during the procedure.